Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 322 mg/dl and 139 mg/dl; 322 mg/dl and 139 mg/dl. Sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.